Event description:
The physician navigated to a suspected lesion using the bronchus system, withdrew the locatable guide from the extended working channel (ewc) and inserted a commercial cytology brush to obtain a biopsy sample. On the third pass with the brush, he observed under fluoroscopy that the cytology brush was extending through the side of the extended working channel. The biopsy sample had been obtained, and the procedure was stopped. Upon examination, a "longitudinal rip in the side of the ewc" was observed. No pt injury occurred.

Manufacturer narrative:
This user facility submitted information regarding two events involving two of the company's ewc. One device was returned from the user for return product analysis, however, it is unclear whether the device returned is the subject of this MDR report, or the subject of MDR no. 3004659744-2006-00003. The superdimension bronchus system instructions for use includes the following warning: "warning never use excesive force (1 kg force (10n)) during the insertion or extraction of the locatable guide or endoscopic tools through the ewc." (Page 7-62). Investigation of the returned device is ongoing and additional information will be provided, if warranted.